Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient described hives all over his body. There was no alleged device malfunction contributing to the irritation. Patient reported his doctor advised to remove the lifevest until the irritation heals. Follow up indicated that the irritation is improving. Correction: none taken.